Event description:
The physician used a wilson-cook triclip endoscopic clipping device in the patient's upper gastric area. When the clip was exposed from the end of the catheter, it fell off. No attempt was made to retrieve the clip. The triclip detached in an open position and was left to pass. No injury to the patient was reported.

Manufacturer narrative:
Evaluation: we were unable to conduct a full investigation because the affected device was not returned to wilson-cook for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because all devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to wilson-cook for evaluation. However, we can provide the following comments: premature deployment of the endoscopic clip can occur if the clip is not checked during system preparations. The instructions for use instruct the user upon removal of the device from the packaging to ensure that the clip is securely attached to the introducer by pulling gently on the clip. Also, to facilitate smooth retraction, guide the clip into the outer sheath while advancing the sheath extender. The report indicated when preparing the device for endoscopic advancement by retracting the clip into the outer sheath, the clip was not guided into the catheter manually. If the clip release tab is removed prior to obtaining the correct targeted site, premature clip deployment can occur. The instructions for use for this product line include the following statement: "the clip cannot be retracted into the outer sheath while the device is in the endoscope." An attempt to retract an extend the clip while inside the body can contribute to premature deployment of the endoscopic clip. The report indicated an attempt was not made to retract the clip while the device was inside the body. Additionally, the report indicated the clip release tab was not removed prior to reaching the desired tissues site. Corrective action: we can advise that the appropriate personnel have implemented a change via a formal corrective action. This change was implemented to address the occurrence of difficulty in clip release when used in a tortuous position. This device was manufactured prior to the corrective actions. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability.